Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2016 with the following findings: investigation revealed multiple cracks in the battery compartment. The display was dim and discolored. The keypad cover was lifted at the ok button and, while the keypad buttons were responsive, further inspection revealed contamination under all button contacts. Unrelated to these issues, the battery compartment bumper pad was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. The display was dim and discolored. In addition, the keypad cover was lifted at the ok button and upon further inspection, contamination was found under all button contacts. This report is made based on results of investigation completed on 02/23/2016.